Manufacturer narrative:
Corrected information provided in: a1 patient identifier, a2 age at time of event, a3 sex and gender, a4 weight. Additional information provided in: b5 describe event or problem. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On that date, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was not prescribed prophylactic antibiotics. The patient received one treatment in the right lobe, and one treatment in the left lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by the physician at the hospital on (B)(6) 2022. On (B)(6) 2022, one day after the procedure, the patient presented with non-serious prostatitis. The patient was given ciprofloxacin and alfuzosine for treatment. The prostatitis was resolved on (B)(6) 2022.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On that date, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was not prescribed prophylactic antibiotics. The patient received one treatment in the right lobe, and one treatment in the left lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by the physician at the hospital on (B)(6) 2022. On (B)(6) 2022, one day after the procedure, the patient presented with non-serious prostatitis. The patient was given ciprofloxacin and alfuzosine for treatment. As of (B)(6)2022 the event was reported as recovering/resolving.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Corrected information provided in g2 report source. Additional information provided in b5 describe event or problem. Corrected information provided in: a1 patient identifier, a2 age at time of event, a3 sex and gender, a4 weight. Additional information provided in: b5 describe event or problem. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On that date, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was not prescribed prophylactic antibiotics. The patient received one treatment in the right lobe, and one treatment in the left lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by the physician at the hospital on (B)(6) 2022. On (B)(6) 2022, one day after the procedure, the patient presented with non-serious bacterial prostatitis. The patient was given ciprofloxacin and alfuzosine for treatment. The bacterial prostatitis was resolved on (B)(6) 2022.